Event description:
It was reported that the device displayed an error message prior to the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation is complete.